Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had quiet sounds. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: at piezo activation the pump audio measured at 96.3 db in the piezo tester; passed test. Unable to duplicate complaint of low audio tones during this investigation. The pump was returned with all audio settings set to ¿high¿, except reminders set to "vibrate". There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.